Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Review of the history log revealed 'downstream occlusion' alarms, although it cannot be confirmed if these log events are true instances or a result of device failure. The reported problem downstream occlusion alarms could not be reproduced during service. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The device was found to operate within specification during flow testing. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion. There was no patient involvement. No additional information is available.